Event description:
The customer reported a 1.5" to 2" solid lines across the 14" dimension on the end of the detector panel. The problem was on the end with the arrow on the front of the plate. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4).the company engineer checked the images on the returned unit. He found a loose screw against a tab responsible for this area on the sensor. The screws were replaced, but the problem was still there. The sensor panel was sent to canon inc ((B)(4)) for further eval. They confirmed that the problem was caused by the loose screws inside the panel which affected the sensor tabs. The unit was replaced. (B)(4).